Event description:
Related manufacturing reference number: 2017865-2021-10923. It was reported that the patient presented to the emergency room for abdominal issues. Upon interrogation of the device, it was noted that the right ventricular lead exhibited loss of capture and the right atrial lead exhibited high capture thresholds. Dislodgement of both leads were confirmed with an x-ray. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no capture was not confirmed. A complete lead was returned for analysis in three segments. The damage found was sustained during procedure. The lead was otherwise normal.